Manufacturer narrative:
D4 lot number: 374195. Additional review determined portions of this event were previously submitted via alternative summary report (asr) on june 24th, 2019 (exemption number e2014015). Mdrs submitted under manufacturer report number 2125050-2021-01356 are intended to report additional information that has been received.

Event description:
Additional information received further reported that the patient experienced urinary frequency and underwent laparoscopic lysis of adhesions.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
As reported to coloplast, though not verified, additional information received on 7/24/2021,vaginal synthetic mesh erosion, dyspareunia, vaginal atrophy. Laparoscopic synthetic mesh removal and revision closure of vaginal cuff, placement of acell collagen graft & cystoscopy under general anesthesia. Patient's legal representative stated severe pain with daily activities and intercourse, urinary incontinence, physical deformity, and the loss of ability to perform sexually.